Manufacturer narrative:
(B)(64. The returned device analysis confirmed the reported evidence of a balloon rupture. A search of the complaint handling database was performed and other incidents were identified from this lot for issues related to balloon ruptures. While a search of the lot history record for this specific lot indicated a related non-conformance record, based on an expanded investigation, a product issue possibly related to manufacturing was identified. Further assessment of this issue per site operating procedures was performed. The performance of these devices will continue to be monitored.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: sion blue, guide catheter: mach 1 vl3.5. The nc tenku balloon dilation catheter is an abbott vascular manufactured device which is distributed in (B)(4). Although this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. (B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
The procedure was to treat a moderately tortuous, heavily calcified, 90% stenosed lesion in the mid left anterior descending coronary artery. When the nc tenku 3.0 x 12 mm balloon catheter was inflated a second time, the balloon ruptured at 15 atmospheres. The device was replaced with an unspecified balloon catheter to continue and complete the procedure successfully. The device was properly prepped prior to use. There was no adverse patient effect. There was no clinically significant delay in the procedure reported. No additional information was provided.